Event description:
Complainant alleged that during open heart surgery on a patient the clinicians successfully delivered one shock to the patient; during an attempt to deliver a second shock the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Evaluated the device and onbserved proper operation during functional. And performance testing. The internal handles used during the reported event were not returned for analysis. The reported malfunction was not replicated or confirmed. The device was returned to the customer.